Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt was at home and noted a yellow wrench alarm with a constant audible tone from the power module. Within seconds the pt reportedly rec'd a red heart alarm on the system controller and began to feel "terrible." The pt switched to battery power and was reportedly stable. A review of the pt's historical log file data on the system monitor screen showed pump stoppage events captured by the system controller during the incident. The vad coordinator exchanged the pt's system controller and the pt was sent home pending further eval of the percutaneous lead (lead) by the MFR. Two days later, the MFR rec'd a report that the pt was experiencing red heart alarms due to pump stoppages while tethered to the power module and while on battery power. The log file data was consistent with a possible compromise on the lead. X-rays submitted to the MFR for analysis showed damage at the distal end of the bend relief. The MFR's technical services team member performed a replacement of the distal end of the lead. Approx one week after the lead was replaced, the hospital made a decision to exchange the pt's pump with another lvad due to continued alarms and pump stoppages.

Manufacturer narrative:
The pt continues on lvad support post the pump exchange with no further issue reported. The explanted pump and a portion of the percutaneous lead that was replaced were returned to the MFR for analysis. The attached user facility report # (B)(4) was rec'd from the (B)(6) registry. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.